Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that irrigation failure occurred during the ultrasound portion of a cataract surgery. The surgery was completed with "supplying viscoelastic and stopping aspiration." There was no patient harm. A product sample is not available for evaluation because it was discarded after the event. There are no other details available for this report.

Manufacturer narrative:
The lot specific to this event is not known; therefore, lot history and device history record review is not possible. A sample has not been returned for this complaint. The file will be processed for closure and opened at a later date if a sample is returned. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. (B)(4).